Event description:
It was reported that a spectrum infusion pump alarmed false downstream occlusion and had very low downstream psi during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information:d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, downstream occlusion alarms was not reproduced. A review of the history log revealed multiple occurrences of "downstream occlusion!" Alarms, were recorded, however, downstream occlusion detection testing failures cannot be determined through the history log. The device was tested for downstream occlusion detection and it failed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor and the downstream tubing guide out of specifications. The force sensor requires to be recalibrated and the downstream tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.